Event description:
The pt experienced no stimulation sensation. She came into the clinic today and was feeling stimulation; later on, she no longer felt stimulation. Her device was increased all the way up, too. Group impedance measurements were greater than 3,600 ohms. Contacts 0-7 on lead one were greater than 3,600 ohms. Impedance measurements on lead two were less than 3,600 ohms. Further information has been requested.

Manufacturer narrative:
(B)(4).